Manufacturer narrative:
Device evaluation: visual inspection revealed the tips of both devices have fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be due to off-axis forces applied during use. DHR review: per DHR review, the parts were likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported that during final tightening in surgery, two final screwdrivers' tips broke off. The tips were retrieved. A third driver was used to complete the case. There was no reported impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3003853072-2021-00041.

Event description:
It was reported that during final tightening in surgery, two final screwdrivers' tips broke off. The tips were retrieved. A third driver was used to complete the case. There was no reported impact on the patient. This is report one of two for this event.